Manufacturer narrative:
During treatment of a 100% stenosed chronic total occlusion (cto) of the external iliac artery, the smart control stent (c06040ml) was delivered after pre-dilatation, but resistance was felt during advancement. When pushed with force, it was observed that the distal end of the stent was slightly released. The vessel was not tortuous but heavily calcified. The device was removed from the patient the sds was removed as it was prior to deployment at the lesion. Another device (catalog/lot unknown) was delivered and the procedure was completed successfully without patient injury. A contralateral approach was done for the procedure. A radiofocus/terumo guidewire (size unknown) was used. The smart control locking pin was in place during advancement towards the lesion. The handle of the smart control sds was held flat and straight outside the patient per IFU. It is not known if the device passed through any acute bends. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13367591 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13367591. Outer sheath subassembly lot 13364377 was reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. The coated polyimide wire lumen subassembly lot 13361164 was reviewed and no issues were noted that were considered potentially related to the complaint reported. The device was not returned for evaluation. Although no definitive conclusion can be made regarding the resistance encountered during advancement of the smart control stent, it may have been due to the heavy calcification of the vessel. The instructions for use outlines that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. The pushing with force after resistance was encountered is an identified procedural factor contributing to the stent displacement. Although no definitive conclusion can be made without the return of the device for analysis, based on the available information it appears that procedural factors contributed to the event. Based on the device history record review, there is no indication that it is related to the device design or manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
The patient was male, age unknown. Target lesion was external iliac artery. The vessel was not tortuous but heavily calcified. Rate of stenosis was 100% (cto). The smart control stent was delivered after pre-dilatation, but resistance was felt during advancement. When the sds was pushed with force, it was observed the distal end of the stent was slightly released. The sds was removed as it was, and another sds (catalog/lot unknown) was delivered. The procedure was completed successfully without patient injury. A contralateral approach was done for the procedure. The smart control locking pin was in place during advancement towards the lesion. The handle of the smart control sds was held flat and straight outside the patient per IFU.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.